Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the station was slow when issuing medication and had trouble retrieving the medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication and the device was slow. A technical support specialist (tss) remoted into the machine and checked for errors but did not find any issues using the populate button or within the zones. The tss then asked the user to recreate the issue and confirmed that the user did not experience any slowness when attempting to issue the medication. When the user inquired about azithromycin 250 mg tablets, the tss reviewed the medication in myqlink (mql) and noted that its override access level was set to high alert, while the user access level was only general. The tss informed the user to contact the pharmacy to update the access level so the medication could be issued to the patient. The system functioned as intended after the technical support specialist investigated the issue.